Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized due to high blood glucose level. Customer¿s blood glucose level was more than 700 mg/dl at the time of hospitalization. Customer was hospitalized on (B)(6) 2021. Customer was treated with intravenous infusion drip at the hospital. Customer reported length of hospitalization was 3 days. Customer alleged that the insulin pump was under delivering insulin because of not getting basal. Customer¿s current blood glucose was 315 mg/dl. The customer did experienced the symptoms such as vomiting, difficulty in breathing, feeling sick and increased thirst. Customer treated high blood glucose with insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear the customer was hospitalized for alleged high bg's on (B)(6) 2021. The customer alleged possible under delivery anomaly/basal anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. No under delivery anomaly noted. The pump was programmed and monitored with a basal profile. Reviewed the pump's summary screen, the basal delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, pillowing keypad overlay, and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date in the formatted history file. (B)(6) 2021 00:31:56.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 12. Bolus amount delivered = 12. (B)(6) 2021 03:34:50.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 10. Bolus amount delivered = 10. (B)(6) 2021 15:38:22.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.7. Bolus amount delivered = 2.7. (B)(6) 2021 19:19:34.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 7.5. Bolus amount delivered = 7.5. There was no auto suspend or user suspend noted on the event date in the formatted history file. There was a low reservoir alert on the event date. (B)(6) 2021. 19:18:48.000. Alarm alert notification. Fault number = low reservoir alert(105). The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. The customer alleged possible basal anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.